Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead switched from bipolar to unipolar configuration resulting from a low out-of-range pace impedance measurement less than 200 ohms. Noise and oversensing were observed while in unipolar configuration; pace impedance measurements were within normal limits. High but stable pacing thresholds were also noted. The device was reprogrammed and noted to function well. The physician will reassess revising the lead at the time a device change is required. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.